Manufacturer narrative:
Thirty-seven samples were provided to our quality team for investigation. All samples were observed to have one or more ink rings around the barrel. Fourteen samples were found that the ink rings did not affect form, fit, or function; therefore, acceptable, and twenty-three samples were found to be non-conforming per product specification. Potential root cause for the ink rings defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3312323. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from german to english: marking on the syringes shows some defects.